Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. The initial investigation analysis revealed that the system performance had deviated from the normal behavior. To further investigate and to determine the root cause, a return material authorization (RMA) was issued to return the sensor. However, the sensor was never received. Thus, no further investigation and root cause analysis was possible for this complaint.a further review of the glucose data on dms revealed instability / noise in the reference channel since insertion on (B)(6) 2024. This most likely caused or contributed to the inaccuracies observed by the user. The potential root cause of this type of failure may be attributed to an issue with sensor electronics such as damaged light filters or photo diodes. As part of resolution, the customer was given a new sensor. B4. Date of this report 21 march 2025. G3. Date received by the manufacturer? 21 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 23, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.